Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, dehydration, confusion/disorientation, malaise, headache, fatigue, vision, impaired, cramp(s) /muscle spasm(s), polydipsia, dyspnea, chills, vomiting, hyperglycemia, diabetic ketoacidosis treated with hospitalization: overnight stay, other, hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion), manual injection/insulin pen, hospitalization: overnight stay. The customer reported a current blood glucose value of 550 mg/dl and the blood glucose value when admitted to hospital was 440 mg/dl. The customer reported the following led up to the event: dehydrated document treatment for high blood glucose was hospitalized. The event involved product(s) mmt-1880, mmt-332a, mmt-397a. The customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. The customer reported high blood glucose. The customer alleges the pump was under-delivering the bolus wizards' recommendations, and has mentioned on numerous occasions that does not think the pump was working right. No further patient complications were reported. Mmt-1880 was requested and the customer response was the device would be returned. No product return was required for mmt-332a. No product return was required for mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08760 inches. Successfully downloaded pump traces and history file using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 20-aug-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 20-aug-2024 listed on smartsolve. Dailytotalcollectionstarttime: 08/20/2024 00:00:00.000, dailytotalofallinsulindelivered: 491000 (49.1 u), dailytotalofbasalinsulindelivered: 450000 (45 u), dailytotalofbolusinsulindelivered: 41000 (4.1 u), 08/20/2024 12:35:44.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 41000 (4.1 u) bolusamountdelivered: 41000 (4.1 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 20-aug-2024 in the formatted history file. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received with a 1.291v procell alkaline battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for possible under delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.